Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, joint tightness and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed in (B)(6) 2023, the patient experienced restricted range of motion. On an unknown date, the patient underwent a mua and arthroscopic "synovectomy" to increase range of motion. Doctor also mentioned that the patient developed significant scar tissue, which impacted his range of motion. This adverse event was treated by a revision surgery on (B)(6) 2024, in which gns ii cmt tib size 6 right, gns ii resurf pat 35mm and lgn cr high flex xlpe sz 5-6 9mm were revised, the doctor increased the resection and put the implant in loose in anticipation the significant scare tissue will tighten the knee. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).